Event description:
The explanted generator was returned to the manufacturer on (B)(4) 2012 and analysis has been completed. The reported "failure to program" due to end of service was not duplicated during analysis. The generator was not at end of service. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Magnet activations performed during output monitoring demonstrate the appropriate magnet output for the programmed settings. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Follow up revealed that the patient was doing better following the replacement and the physician's programming system has been used since without issue. No other information was provided.

Event description:
Additional information was received on (B)(6) 2012, indicating that the physician was surprised that the generator battery was not depleted. It was indicated that the patient had actually been hospitalized for status prior to the replacement which was thought to be related to battery depletion. Additionally multiple programming systems were used on the generator during the replacement procedure and it could not be communicated with. The patient was also said to be very thin with the generator is easily palpable, so they did not think that implant depth was the cause of the failure to communicate. It was again indicated that the patient is doing much better since the replacement.

Manufacturer narrative:
Manufacture date: corrected data- the incorrect manufacture date was inadvertently reported on the initial report.

Event description:
It was reported through clinic notes dated (B)(6) 2012 that the caregiver noted increase in seizures in the patient's morning seizures along with the vns magnet not being effective. It was also reported that the patient's device was not responsive to interrogation. Additional information was received through an implant card indicating the patient underwent generator replacement surgery due to end of service. At the moment, good faith attempts to obtain the explanted generator returned to the manufacturer and additional information from the reporting physician have been unsuccessful to date.